Manufacturer narrative:
Evaluation results: one portex endobronchial tube was returned for investigation. The returned sample was visually inspected at a distance of 12 to 16 inches under normal condition of illumination. The investigator noted that the connector from the bronchial site was disconnected. An iso insertion depth test was performed. The test result was 7.1 lbs. The male connectors was 0.609 in. The investigator noted that these figures were within specification. No fault was found with the device.

Event description:
Information was received indicating that the slip joint to a smiths medical portex® endobronchial tube became detached from the y-site connector. There were no reported adverse effects.